Manufacturer narrative:
Device identifier (B)(4). The device history records of ref ip2p, lot 217390 did not reveal any anomaly that could explain the reported event, each probe is tested within specifications at time of manufacturing. The licox probe was not returned for evaluation (per customer, not available). The complaint is unverifiable and its root cause cannot be determined. The probe was functional since it showed value of 80mmhg related to the air in the pneumocephalus. The fact that the probe initially did not reacted to the oxygen challenge could be related to its location in a dead area; then, we could hypothetize that it was displaced close to the pneumocephaly. Air was probably introduced into the brain during the insertion and is not an uncommon issue (possibly related to difficulty of insertion). Given the absence of actual device to analyze, no further investigation nor corrective action is deemed required. The file will be reopened if the device is received.

Event description:
N/a.

Manufacturer narrative:
It is unknown if the device will be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the hand drill (not electric one) for standard intracranial pressure (icp) insertion was used and the surgeon needed several attempts to manage to insert the licox catheter. They have seen that the value of brain tissue oxygen (ptio2) decreased two hours after implantation and there was no reaction with the oxygen challenge (hypoxy) test. The icp values were realistic compared to the values measured with the transcranial doppler. The doctors of the patient followed the normal icp algorithm - ptio2 less than 15 without any effect on the ptio2 values during the first 12 hours. After this first 12 hours, they had seen a spontaneous increase of ptio2 value until 80. Imagery showed pneumoencephalitis facing the ptio2 sensor and "hole". It was reported that it was "iatrogenic" because it was not initially seen on the scanner. They supposed that the values were incorrect at the beginning due to the pneumoencephalitis.